Manufacturer narrative:
Visual findings observed scratches, indentations, and site stickers on the exterior housing. Both dust covers underneath the battery slots have been damaged. The warning label has been peeled off. The nurse call receptacle pin 3 inside was bent down. Evaluation of the unit found the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. Being that the unit is already more than six years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the faulty nurse call receptacle, and it is likely normal wear and tear that contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
(B)(6) is reporting an alarm that is having issues with a defective nurse call receptacle and hold button. No gtin number provided, troubleshooting guide saved. The date the issue was discovered is unknown and no incident or serious injury was reported.